Event description:
The customer reported that their acuity had rebooted at some time during the night shift. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
Tech support troubleshot this occurrence with the customer and determined it was power related. Customer confirmed they had been having facility power loss and power testing issues. After a second reboot on (B)(6) 2013 the customer confirmed that the ups battery was not providing enough power during facility power loss switch-over. Customer clinical engineering determined that it will replace the ups battery to prevent future reboot occurrences. (B)(4). Customer confirmed ups failure.